Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window and reservoir tube window along with cracks in the case at the display window corners and battery tube threads.(B)(4)

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; there were cracks and scratches on the reservoir compartment as well as scratches on the screen. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer stated that the scratches on the screen make the display difficult to read sometimes, but otherwise the pump was working as designed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.